Event description:
The user facility reported that during a patient procedure the surgical table moved. The hand control displayed "unlocked"; hospital staff were able to relock the table and complete the procedure successfully without further issue. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and found it to be operational. The reported event was unable to be duplicated and no issues were noted. As a precautionary measure the technician replaced the floor lock manifold, bled any air out of the hydraulic system and re-calibrated the table. The technician confirmed the table to be operational and returned it to service. The table is not under steris service contract and is serviced and maintained by the user facility.